Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient¿; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Updated fields: a2, a4, b2, b4, b5, b7, d4, d.6b (date of explant), g3, g6, h2, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol composix e/x on (B)(6) 2007. As reported, the patient is making a claim for an adverse patient outcome against the composix e/x. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is alleged that the patient sustained injuries on (B)(6) 2011. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: on (B)(6) 2007 ¿ patient was diagnosed with recurrent incisional ventral hernia thereby underwent open repair with the implant of composix e/x mesh. Per op notes, ¿the preexisting biological mesh was noted. Adhesion was taken down. The abdominal wall defect was found lateral to biological graft. Two defects were noted. A composix e/x mesh was placed to cover both the fascial defects in abdominal wall using sutures.¿ on (B)(6) 2011 ¿ patient was diagnosed with enterocutaneous fistula thereby underwent open repair with the removal of mesh. Per op notes, ¿the adhesions were lysed between the bowel and abdominal wall. The enterocutaneous fistula was isolated. The small bowel was resected and the mesh was removed.¿ on (B)(6) 2014 ¿ patient was diagnosed with recurrent ventral hernia thereby underwent open repair with the implant of synthetic mesh.

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient¿; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol composix e/x on (B)(6) 2007. As reported, the patient is making a claim for an adverse patient outcome against the composix e/x. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is alleged that the patient sustained injuries on (B)(6) 2011. It is also alleged that the patient experienced emotional distress and the device was defective.